Event description:
It was reported that prior to an unknown procedure, the device displayed an error code 3 when was plugged in. The case was completed with a second handpiece with no patient consequence.

Manufacturer narrative:
Information not provided during initial contact.